Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the device explant procedure, a loose header was observed. The device was being explanted for normal elective replacement indicator (eri). There were no clinical observations to suggest a loose header while the device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust.